Event description:
A patient reports that following intraocular lens (iol) implant surgery, they is experiencing a dark area peripherally and has complaints of aniseikonia. Additional information has been requested from the implanting surgeon.

Event description:
Additional information was provided by the implanting surgeon. Dr. States the patient's long history of epiretinal membrane may be contributing to the patient's aniseikonia. The iol is well centered, the patient's vision is good, but the patient remains unhappy. The surgeon does not know why the patient continues to complain of a shadow.